Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Puffiness at the pocket was reported. The health care professional (hcp) suspected an infection and the patient was placed on antibiotics. The hcp further stated that the patient "is fine, just watching him now. Seeing him thursday." If further information is received, a follow up report will be sent.